Event description:
It was reported that the insulin pump had scrolling numbers when the user attempted to program a bolus. The caller stated that the insulin pump alarmed button error after the battery was replaced. The caller did not know the blood glucose reading. No further details were provided.

Manufacturer narrative:
The insulin pump had no unexpected button error alarms or scrolling number anomalies noted. The insulin pump had an intermittent button response on the up arrow button due to corroded keypad traces noted. The insulin pump had a cracked lcd window, cracked case on lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.